Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 lead, implanted: (B)(6) 2011; a 407652 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
The patient's spouse reported that the battery ran down/failed after a little over two years, and that the lv (left ventricular) lead was not working. The lead was turned off, and the device was explanted and replaced. No patient complications have been reported as a result of this event.